Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 48 mg/dl. Reportedly, the customer the low bg was a result of physical exercise. Customer consumed sugar to address the low bg. Recommendation was made for customer to discuss event with a healthcare provider.